Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. Multiple emails have been sent to gather additional information on the product complaint, but no updates have been received. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 1 of 2 for the same event. It was reported by the affiliate in (B)(6) that during a ligament knee surgical procedure, it was observed that the 4.75 healix advance kntlss br device fractured at the time of the tendon attachment. It was reported that the surgeon tried another 4.75 healix advance kntlss br device but also fractured. It was reported that the surgeon decided to perform fixation with other anchor healix advance peek using the original bone hole to complete the procedure. It was reported that it was unknown where the anchors broke; however, it was reported that everything was removed from the patient. There was no delay in the surgical procedure as an identical spare device was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.